Event description:
Hill-rom received a report from the account stating the bed exit would not alarm at the nurses station. The bed was located in room 739 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was not secured properly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech reconnected the communication cable to resolve the issue. Based on this info, no further action is required.